Event description:
Customer reported that the pump malfunctioned. Customer stated that she changed the site and the pump insulin and the screen went blank. Customer's blood glucose was 315mg/dl. Customer stated after putting new batteries on the pump she received a21 alarm. Troubleshooting was done. Customer's blood glucose was 487mg/dl. Customer stated that esc button on the pump is not working. Insulin pump replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm or blank display noted. The device passed the error test. The unit passed functional testing including the displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump had intermittent button response due to corroded keypad traces. The device also had minor scratched lcd window, cracked display window corner, cracked reservoir tube lip and missing end cap sticker.